Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The customer's blood glucose level remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact support if any issues arise again.